Event description:
Surgeon was completing a laparoscopic cholecystectomy on the patient. He had just irrigated through a port. The surgeon was attempting to remove the port from the patient while the patient was emerging from a general anesthetic and her muscles were very tight. The port broke in half and was replaced with a new port. Ports were used from (2) different lot numbers on the case. We saved packages from both. There were no device fragments identified during the breakage and no patient harm.